Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that a tracheal tube leaked. The customer had performed a leak check prior to use and had confirmed no leakage. Once in use on a patient, air leaking from the cuff occurred, "so the user stopped using it." No adverse health out\comes were reported.

Manufacturer narrative:
Upon receipt of the returned product specimen, it was visually examined. One used endotracheal tube was received. No visual anomalies were observed. Functional testing was performed using air. The cuff was inflated with a syringe, submerged in water, and the pressure dropped immediately. The leaking was observed coming from a tear in the cuff measuring 4mm. This complaint was confirmed. Prior to release for distribution, this device was 100 percent leak tested and passed inspection. While no definitive root cause could be determined, this investigation revealed no intrinsic evidence to suggest a manufacturing issue.